Manufacturer narrative:
(B)(4) 2015 - this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms are not functional. The key failure is poppet valve is stuck. Additional malfunction identified on the irs is a short circuited power switch (aka on/off switch). The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.